Manufacturer narrative:
Additional information: section a a2: the patient's age added as it was omitted from the original submission. Section b: b2: required intervention to prevent permante impairement/ damage selected as it was omitted from the original submission. Correction: section h h1: type of report revised to serious injury based on the reassessment of the complaint. H6: health effect codes and medical device problem code reassesd and revised to most acurrate code. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed? No. The complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/ device inspected? Yes. The returned part was verified to be hahn tapered implant ø4.3 x 10 mm using the radiographic template. No defects were observed on the surface of the implant. Investigation results: the returned part was physically inspected in comparison with the DHR. No evidence indicates that the implant was defective or non-conforming as packaged based on the DHR. Root cause: although the root cause for the complaint is inconclusive and specific to each case, probable causes could be the loss of primary at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack to osseointegration. However, established biocompatibility studies have shown that implant materials of manufacturing techniques are not cause for implant failure or inspection.

Manufacturer narrative:
It was reported by the dentist that the implant failed to osseointegrate after four months of placement. However, no adverse events were reported to the patient and the patient is stated to be doing fine. The DHR was reviewed and no discrepancies were reported in any of the manufacturing processes which might have contributed to this event. Also, no abnormalities were noted with the implant itself. The complaint part is yet to be returned for investigation. More results will be available upon completion of the evaluation and investigation. However, failure to osseointegrate is a well documented and well known inherent risk of the implant procedure.

Event description:
It was reported by the dentist that the patient received an implant on tooth location#11. However, the implant was removed because the patient experienced pain and the results of x-ray revealed that the implant had failed to osseointegrate. The patient is stated to have type 3 bone quality without any preexisting conditions. General bone loss,granulated tissue, and infection was noticed at the implant site. The patient was treated with amoxicillin and is currently stated to be doing good without any serious injury. No abnormalities were noted with the implant itself.